Event description:
During a follow-up visit, using the rx5000 programmer, the pacing rate was observed to be slow. From the pacing parameters screen; he checked the pt's underlying rhythm by decreasing the pacing rate slowly. When programming the rate from 40 ppm to 35 ppm, physician observed 1-2 intervals at an incorrect rate.